Manufacturer narrative:
Internal report # (B)(4). Product not returned for evaluation. No replacement product needed at this time. Complaint resolved by training during the time of the call. Product is working as designed. Most likely underlying root cause of malfunction: mlc-119 - possible strip issue test strip UDI# note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call - unable to establish contact with the customer at this time. Unable to send product notification letter as no address on file.

Event description:
Consumer reported complaint of e-3 error: used test strip, test strip outside of vial too long, sample on top of test strip. Daughter is calling on behalf of the customer. The e-3 error occurred upon insertion of the test strip. The customer's expected blood glucose test result range was undisclosed. During the call on (B)(6) 2017, daughter stated customer was feeling tired and was unsure if it was related to her diabetes; customer denied need to seek medical attention at the time of the call. During the call on (B)(6) 2017, a blood test was performed by the customer non-fasting and produced result of 195 mg/dl using truemetrix meter. The product is stored according to specification in the bedroom closet. The test strip lot manufacturer's expiration date is 06/27/2018 and open vial date was undisclosed. The meter memory was not reviewed for previous test result history.